Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged possible over delivery anomaly, low blood glucose, and device error 130 found on (B)(6) 2022. The device passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The device passed displacement accuracy test at 0.0875 inches. Test p-cap and reservoir locks properly into the reservoir compartment. No device error 130 and unexpected alerts were noted during testing. No device error 130 alarm was noted in the device memory on the event date. Device's history and trace files downloaded successfully using thump software and carelink and generated reports. In the device history and trace files found bolus deliveries on the event date of (B)(6) 2022 at 03:27:07.000, 04:02:07.000, 04:07:11.000, 04:12:13.000, 04:17:11.000, 04:22:09.000, 04:27:11.000, 04:32:13.000, 04:37:13.000, 04:42:13.000, 04:47:13.000, 04:52:09.000, 04:57:11.000, 05:02:11.000, 05:07:14.000, 05:12:13.000, 05:17:13.000, 05:22:11.000, 05:27:11.000, 05:32:13.000, 05:37:13.000, 05:42:11.000, 05:47:11.000, 05:52:13.000, 05:57:11.000, 06:02:11.000, 06:07:09.000, 07:02:09.000, 07:07:07.000, 07:12:09.000, 07:17:09.000, 07:22:11.000, 07:27:11.000, 07:32:11.000, 07:37:11.000, 07:42:10.000, 09:04:27.000, 11:12:11.000, 11:17:11.000, 11:22:11.000, 12:03:57.000, 12:07:14.000, 12:12:13.000, 12:17:13.000, 12:22:13.000, 12:27:13.000, 12:32:13.000, 12:37:15.000, 12:42:13.000, 12:47:14.000, 12:52:27.000, 12:57:13.000, 13:02:13.000, 13:07:13.000, 13:22:11.000, 13:27:11.000, 13:32:13.000, 13:37:13.000, 13:42:11.000, 13:47:13.000, 13:52:13.000, 13:57:15.000, 14:02:01.000, 14:02:13.000, 14:12:09.000, 14:17:11.000, 14:22:11.000, 14:27:13.000, 14:29:09.000, 14:32:09.000, 14:37:11.000, 14:42:13.000, 14:47:15.000, 14:52:13.000, 14:57:13.000, 15:02:11.000, 15:06:35.000, 15:27:11.000, 15:32:11.000, 16:12:09.000, 16:17:11.000, 16:22:13.000, 16:23:29.000, 16:27:13.000, 16:32:13.000, 16:37:13.000, 16:42:11.000, 16:47:13.000, 16:52:13.000, 16:57:13.000, 17:02:13.000, 17:07:13.000, 17:12:13.000, 17:17:13.000, 17:22:13.000, 19:02:13.000, 19:07:15.000, 19:12:47.000, 19:17:11.000, 19:22:11.000, 19:25:09.000, 19:32:13.000, 19:37:13.000, 19:52:15.000, 20:37:13.000, 20:42:01.000, 20:42:09.000, 20:47:13.000, 21:52:13.000, 21:57:15.000, 22:02:13.000, 22:07:13.000, 22:12:15.000, 22:22:10.000, 22:27:13.000, 22:32:13.000, 22:37:15.000, 22:42:14.000. Device was cut open to perform visual inspection and found a cracked/broken component on electric board 1. Motor was tested outside the device and passed. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and label damage. Unable to verify customer's complaint for low blood glucose. Device error 130 and possible over delivery anomaly were not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and possible over delivery anomaly. Customer was able to successfully clear the alarm and able to complete rewind. Troubleshooting was performed and displacement test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.